Event description:
(B)(4). To this day, I have longer and extremely heavy periods. I fill up a super plus tampon in 2 hrs along with blood clots the size of quarters, bad cramping and I have sever lower back pain, nausea, anxiety, mood swings. Painful breasts. I never had any problems until I got this essure. I want it out.